Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of consciousness with rigidity throughout the body that subsides moments later. It was also reported that the implantable pulse generator (ipg) exhibited a pacing problem and loss of capture. The right ventricular (rv) lead exhibited short v-v intervals, undersensing, oversensing, rising and unstable thresholds, and missing r waves. The ipg and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.